Manufacturer narrative:
(B)(4). The insulin pump involved in this event is not marketed in the united states. However, the device is similar tot he paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that th insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further info provided.